Event description:
The pt was reportedly experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however it did not resolve the issue. Revision surgery is being considered.